Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months.  Device evaluation no product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 and treated for sepsis. There was no evidence of a driveline or pump pocket infection. The patient was started on dobutamine to support right ventricle. Intracranial bleed was observed on (B)(6) 2017. Patient expired on (B)(6) 2017 due to the intracerebral hemorrhage. No additional information was provided.